Event description:
Twenty eight months ago, patient underwent exploratory laparotomy with radiofrequency ablation of liver with placement of an on-q pain pump. Five days post surgery, on-q pain pump removed at bedside. Recently implanting hospital notified by another facility that when patient underwent liver transplant at their facility a 14 cm piece of retained tubing was noted and removed.there was no patient harm identified from this event. Retrospective review of charting and radiology studies was conducted and no indication identified of difficult removal or evidence on radiology studies.